Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was supposed to be normothermic, but the patient's temperature was decreasing in the arctic sun device. The screen said slowly rewarming. Patient temperature 34.8c (foley to arctic sun stat), 33.9c (esophageal to bedside monitor). Water temperature was 20c. Flow rate was 1.7lpm. Device reads to rewarm from 34.6c to 36.5c at 0.5c/hr. The original target temperature was 33c. Asked nurse to text a screenshot. Pointed out how the target temperature was originally 33c but was adjusted to 36c (not through a controlled rewarm). The patient's temperature quickly increased to 36.5 to 37c. The target was then changed to 34c and soon after the device was set to do a controlled rewarm from 34c to 36.5c. Currently the patient should be 34.6c and was at 34.8c. The device was responding appropriately for how it had been programmed. Advised nurse to not make further adjustments and to allow patient to slowly rewarm. Explained that the screen will always read hypothermia at the top because that was how the therapy was initiated, even after they rewarm and were maintaining normothermia. During 2nd call nurse stated patient was above target and the pads did not feel cold. Patient temperature (pt) was 37.8c, targeted temperature (tt) was 36.5c, water temperature (wt) was 20.1c and flow rate (fr) was 1.5lpm. Confirmed second probe was correlating (esophageal to bedside). Reviewed event log and noted alert 09 (patient temperature 1 above high patient alert), alert 11 (patient temperature 1 below low patient alert) and alert 02 (low flow). Guided to system diagnostics system hours were 1369, pump hours were 1240, chiller temperature (t4) was 4.1c, mixing pump command (mpc) was 0%. Placed device in manual control at 10c and water temperature dropped without issue. Stopped and disabled manual control. Had them text screenshot of the graph and pointed out how targeted temperature (tt) was changed at approximately 8am and it appears the rewarm was started at this time. However, at a little after noon the cooling phase appears to have been started again. Pointed out how when the patient temperature (pt) changes the water temperature (wt) changes inversely as expected. Suggested allowing device to continue therapy and investigating/addressing any potential sources of heat generation.

Event description:
It was reported that patient was supposed to be normothermic, but the patient's temperature was decreasing in the arctic sun device. The screen said slowly rewarming. Patient temperature 34.8c (foley to arctic sun stat), 33.9c (esophageal to bedside monitor). Water temperature was 20c. Flow rate was 1.7lpm. Device reads to rewarm from 34.6c to 36.5c at 0.5c/hr. The original target temperature was 33c. Asked nurse to text a screenshot. Pointed out how the target temperature was originally 33c but was adjusted to 36c (not through a controlled rewarm). The patient's temperature quickly increased to 36.5 to 37c. The target was then changed to 34c and soon after the device was set to do a controlled rewarm from 34c to 36.5c. Currently the patient should be 34.6c and was at 34.8c. The device was responding appropriately for how it had been programmed. Advised nurse to not make further adjustments and to allow patient to slowly rewarm. Explained that the screen will always read hypothermia at the top because that was how the therapy was initiated, even after they rewarm and were maintaining normothermia. During 2nd call nurse stated patient was above target and the pads did not feel cold. Patient temperature (pt) was 37.8c, targeted temperature (tt) was 36.5c, water temperature (wt) was 20.1c and flow rate (fr) was 1.5lpm. Confirmed second probe was correlating (esophageal to bedside). Reviewed event log and noted alert 09 (patient temperature 1 above high patient alert), alert 11 (patient temperature 1 below low patient alert) and alert 02 (low flow). Guided to system diagnostics system hours were 1369, pump hours were 1240, chiller temperature (t4) was 4.1c, mixing pump command (mpc) was 0%. Placed device in manual control at 10c and water temperature dropped without issue. Stopped and disabled manual control. Had them text screenshot of the graph and pointed out how targeted temperature (tt) was changed at approximately 8am and it appears the rewarm was started at this time. However, at a little after noon the cooling phase appears to have been started again. Pointed out how when the patient temperature (pt) changes the water temperature (wt) changes inversely as expected. Suggested allowing device to continue therapy and investigating/addressing any potential sources of heat generation. Per follow up information received via email on 29feb2024, it was reported that the device would not go to biomed. They confirmed therapy was completed on the teenage female patient and it was unknown whether any impact to the patient because of the device or error.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.